Event description:
The caller reported an issue with their t: slim x2 pump, which would not charge properly despite using the tandem wall adapter and attempting multiple charging methods. After leaving the pump plugged in for an extended period, the charging connection was unstable, and the caller had to hold the cable in place for it to charge. There was no adverse impact to the customer's blood glucose level. The customer tried four different cables and various power sources without success, leading to the decision by technical support to replace the pump, which was still under warranty. The customer intended to use multiple daily injections as a backup therapy and was instructed by technical support on how to put the pump into storage mode before returning it using a pre-paid label.